Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient (age and gender not reported) coincident with dianeal pd4 (dianeal low calcium (2.5 meq l) peritoneal dialysis solution with 1.5% and 2.5% dextrose) and extraneal (extraneal peritoneal dialysis solution 75g/l) therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis. It was not reported whether the patient was hospitalized. The cause of the peritonitis was unknown. The diagnostic and treatment information was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.